Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values that reached over 600 mg/dl. The patient had to have her gall bladder removed, which she stated was related to her diabetes. The patient had retinopathy, as well. For treatment, the patient had her gall bladder removed. The pod was longer than 48 hours on the back.